Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing caused by oversensing myopotentials. Low frequency attenuation was adjusted and the behavior observed was resolved. No symptoms were reported by the patient. Patient will continue to be monitored. Further information notes that the patient was checked again in clinic, and there have been no further occurrences of non-sustained rv oversensing.